Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and an under water leak pressure test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer connector of a plexitron solution administration set did not allow the connection, ¿it was stuck¿. This occurred during set-up. There was no patient involvement. No additional information is available.